Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 505 mg/dl. The suspected cause of the elevated bg was due to the customer falling asleep while the pump had low battery resulting in the termination of insulin once the pump ran out of battery and shutdown. The customer performed a supply change, charged the pump, delivered correction boluses via the pump, and set a 200% temporary basal rate to address the bg level. The customer¿s bg decreased to 396 mg/dl. A few hours later, the customer¿s bg increased above 630 mmol/l and the customer experienced nausea, tiredness, vomiting, and diabetes ketoacidosis (dka) resulting in a hospitalization. Dka was considered dangerous by a healthcare provider. No issues were observed with the cartridge, infusion set tubing, infusion set cannula, or insulin in use at the time of the event. While in the hospital, the customer received potassium, intravenous saline and insulin, and medication for nausea and vomiting as treatment. The customer was discharged from the hospital on (B)(6) 2022, with the issue resolved and no permanent damage sustained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges.